Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. It was found on analysis that the printed circuit board (pcb) was out of specification (electrical) with a backlight issue, connector on main pcb. Printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved as necessary. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The product was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.